Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, it was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to occur. Review of the rv channel revealed noise on the rv electrogram (egm). Review of trending found that approximately over the past year, the rv impedance and threshold measurements had risen. At this time, the device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, it was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to occur. Review of the rv channel revealed noise on the rv electrogram (egm). Review of trending found that approximately over the past year, the rv impedance and threshold measurements had risen. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received that this device has been explanted and the rv lead surgically abandoned. The device and rv lead have been replaced. No adverse patient effects were reported.